Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The device powered up properly after battery installation. The device displayed properly. No missing segment/partial display, or number, press buttons faded out display anomaly noted. All buttons functioned properly. No damage noted on keypad traces. The keypad connector on lcd was locked. The device was received with normal operating currents and no unexpected weak battery, bad battery, low battery and failed batt test alarms during testing. The device passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and partial display. Customer's blood glucose reading was 172 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the display would fade away when they pressed the act or esc buttons. Customer changed out the battery on the device however the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.